Manufacturer narrative:
(B)(4) (exemption number e2015036). (B)(4). Notes: initial MDR originally submitted to the FDA on 20dec2018, however there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer device was previously returned to pentax medical from a customer on 12/dec/2018. Inspection of the device was performed on 15/dec/2018 where the quality control inspector found the following: leak at biopsy channel (large/ primary) inlet side. Fluid invasion in segment section. Image blackout. Image distorted. Failed wet leak test. Umbilical cable bump. Lightguide prong cover glass set loose. Failed dry leak test. Fluid invasion in control body. Customer complaint confirmed. Suction function not performed unit compromised. Fluid invasion to insertion tube. Suction arm loose. Sn637 not applied. Control body mild corrosion inside. Pve electrical connector frame mild corrosion. Primary operation channel resistance. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs to be performed where the loose suction arm will be corrected, and the unit returned to the upon completion.